Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer blood glucose level was 430 mg/dl at the time of incident. Customer reported that the infusion set had blood at site. Customer reports that they did not receive medical treatment as a result of the site issue. Customer reported that the approximate size of air bubbles was large to small during therapy. Customer did not provide any symptoms regarding to low blood glucose and high blood glucose episode. Customer treated with insulin pump and food. The customer was assisted with troubleshooting and declined for low blood glucose and high blood glucose. The insulin pump will not be returned for analysis.